Event description:
It was reported that the patient's pump was flipped. No other information was provided at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.